Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the right atrial (ra) lead exhibited a rise in threshold as well as high t hresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.